Event description:
It was reported that the right atrial (ra) lead exhibited a suspected fracture, high out of range (oor) impedance, a polarity switch and high thresholds. The right ventricular (rv) lead exhibited a suspected fracture, varying impedance, oor impedance, polarity switch, unstable thresholds, high thresholds, high v-v count on the sensing integrity counter (sic) and intermittent capture. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. Analysis of the device memory indicated noise. The distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.